Event description:
The customer called to report that she was hospitalized due to an abscess at the insertion site of the sensor. The customer's blood glucose levels were normal, but she did have a high fever due to the infection. The insertion site was painful and it had discharge. The customer stated that she may have contaminated the sensor prior to inserting it, causing the infection. Troubleshooting was performed for the lost sensor alert, and the test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.